Event description:
Boston scientific received info that the right atrial (ra) lead exhibited loss of capture and sensing. During the lead revision procedure, a dislodgement was observed on fluoroscopy. The physician attempted to reposition the lead and was able to easily manipulate the helix, however, the physician felt that there might be tissue on the helix and requested a new lead. A new ra lead was successfully implanted. No measurements or adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.